Manufacturer narrative:
(B)(4). Only event year known: 2019 batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that patient who had a history of perforated sigmoid diverticulitis with existing colostomy underwent colostomy reversal with partial sigmoid colectomy. Medical records provided indicate that the surgeon fired a ¿29 mm eea stapler.¿ to perform the anastomosis with no difficulties noted during use of the device. Both donuts of tissue were noted to be intact with no air leak from the anastomosis during the saline leak test. Four days after surgery, the patient developed feculent output from her jp drain and underwent an exploratory laparotomy. The surgeon was unable to identify a specific source of the feculent fluid and noted ¿the anastomosis could be visualized. There was no mucosa in the anastomosis.¿ operative note further indicates the small bowel was explored from the ligament of treitz to the terminal ileum, and the cecum and right colon and transverse colon were inspected with no abnormalities noted. It was therefore presumed a small leak from the anastomosis and the surgeon felt a diverting loop ileostomy and drain placement would be preferred as he didn¿t ¿feel further suturing in the anastomosis would be helpful but could be injurious.¿ the patient was ultimately discharged approx. 10 days later. Limited information is provided but it appears patient subsequently developed a rectovaginal fistula.

Manufacturer narrative:
(B)(4). Date sent: 05/24/2022. Please see attached medical records.